Event description:
It was reported on (B)(6) 2015 that the patient had a full replacement on (B)(6) 2015 due to generator end of service and a lead break. The explanted devices were received fro analysis on (B)(6) 2015. Analysis is currently underway but has not been completed to date. Follow-up for further information has been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Age at time of event, new information obtained that changed event date and age of patient. Date of event, new information obtained that changed event date.

Event description:
It was identified through a review of the programming history database that on (B)(4) 2012 a system diagnostic test was run and resulted to low impedance results that may be related to the patient's current lead break event. Product analysis for the lead was completed and approved on (B)(4) 2015. A large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned portion, the end of the (-) connector pin quadfilar coil appeared to be broken approximately and the end of the (+) connector ring quadfilar coil appeared to be broken past the end of the cut / torn / outer / inner silicone tubes. The area on the fourth broken coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. Pitting was observed on the coil surface. Pitting and flat spots were observed on the coil surface. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon and sodium. With the exception of the observed discontinuities the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.